Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of malfunction/ae: two days after procedure. It was reported that two days post a right internal carotid artery stenting procedure, the pt experienced vision changes in right eye including loss of visual field in the lower part and right side of eye. Reportedly, the cause was a showering of plaque to the ophthalmic artery. The event was diagnosed as an embolic stroke. The pt remained hospitalized for a pre-existing condition, and five days postprocedure was discharged to home with a referral to the ophthalmologist. Although requested, there was no additional info provided.

Manufacturer narrative:
Study report. The stent remains in the pt. The lot # was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.